Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm and insulin pump was beeping when they were changing set up. Customer's blood glucose value was unknown. The device will not be returned for analysis.